Event description:
It was reported that the patient had a stroke and the health care provider no longer wanted to use the therapy. A request for the password to turn the pump off was made. The stroke had occurred within the past few days of this report. It was not known what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).